Event description:
Prior to use, the hub of coil introducer appeared oval shape, and could not tight seal with attaching the syringe, therefore, this unit was not clinically used. There was no report of adverse consequence to the patient. Further review of the analysis performed on the returned product determined that there was a reportable product malfunction.

Manufacturer narrative:
There are no identified procedural factors contributing to the reported inability to attach the syringe to the hub of the dcs orbit system. A non-sterile trufill dcs orbit was received intact within its protective hoop. The hub was found damaged (cracked/scratched) and deformed (compressed like an oval). An attempt was made to attach the returned orbit to a lab sample syringe, but all attempts failed due to the deformed condition of the dcs hub. The od of the orbit hub was found out of specification due to the damaged and deformed condition. Manufacturing records for lot involved were reviewed and results indidcate that product met quality requirements for product acceptance. The damaged hub was confirmed. The exact cause of the failure could not be conclusively determined. Controls are in place during manufacturing process in order to avoid damaged units from leaving the facility.